Event description:
It was reported during placing a 4f sl PICC and 2.7cm of the end of the wire broke off into the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet and one 4 fr single lumen powerpicc catheter were returned for evaluation. An initial visual observation showed use residue on the returned stylet and the catheter was found to be returned in 16 segments. The distal tip of the returned stylet was observed to be broken and the distal tip was not returned. A microscopic observation revealed the break site in the polyimide tubing was uneven with a rough surface texture and plastic deformation. Some tearing and delamination were observed in the polyimide tubing at the break site. The core wire of the stylet at the break site was observed to be tapered, curved, and angled slightly. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs4763 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during placing a 4f sl PICC and 2.7cm of the end of the wire broke off into the patient.